Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. There was blood in/on the helix/lobe mechanism. Visual analysis cannot determine where the anchor sleeve was located at this time.

Event description:
It was reported that the ventricular lead had unacceptable thresholds with high impedance along with no capture and oversensing. A fracture was suspected. It was further noted that there was resistance on the stylet at the end of the pin. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead had unacceptable thresholds with high impedance along with no capture and oversensing. A fracture was suspected. It was further noted that there was resistance on the stylet at the end of the pin. The lead was removed and replaced. No patient complications have been reported as s result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. There was blood in/on the helix/lobe mechanism. Visual analysis cannot determine where the anchor sleeve was located at this time.